Event description:
It was reported that the device tip was broken. The target lesion was located in the moderately tortuous internal iliac artery. A 130/20 renegade stc-18 catheter infusion was selected for use. During the procedure, the device was hydrated using intermittent flushing. Upon advancing, the coil cannot be inserted, and it was noted that the tip was broken and crushed. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub and shaft were visually inspected when returned. The renegade device showed multiple bends and kinks on the distal end of the device. Per the customers alleged complaint that the coil would not go through the device, the device was x-rayed to see if the coil was stuck in the lumen. No coil was noticed. A .014 guidewire was inserted into the device and the wire transcended through the stc- 18 with no hesitations or restrictions. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for coils in the catheter; however, shaft damage was confirmed.